Manufacturer narrative:
It was noted that the device is not available for evaluation. Concomitant medical products: mrh knee fem l rgt, cat# 6481-1-131, lot# ef6dx; mrhk femoral bushing, cat# 6481-2-110, lot# let887; mrh tibial b/plt keel med 2, cat# 6481-3-112 lot# ass8n; mrhk tibial sleeve, cat# 6481-2-140, lot# let880; mrh axle, cat# 6481-2-120, lot# ctd7788; mrh tib rot comp xs-xl, cat# 6481-2-100, lot# 086155; mrhk bumper insert ¿ neutral, cat# 6481-2-130, lot# let802; ti dur reg fluted stem 16x80mm, cat# 64786630, lot# 0039263; ti dur reg fluted stem 18x80mm, cat# 6478-6-640, lot# t3374; sterile fluted headless 1/8" pin 3.5" long, cat# 7650-2038a, lot# rdba236e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Customer called and stated that he has had 2 stryker knee replacements. Customer reported that his doctor told him he could not have the hardware from the knee after the surgery because stryker had intervened. Customer wanted to know why stryker intervened. Customer also mentioned that his knee has been popping out of place. This is all of the information I was given. Customer was transferred to orthopaedics division. Update as per closed duplicate(B)(4): patient reported pain in right knee after revision surgery. Popping noise when you go to lock it in physical therapy. Has seen 5 doctors and still no outcome. Would like to know what alternative does patient has. Update as per patient 11/18/2016: patient's knee has been popping out. Patient would like to know if implants are part of recall. This pi is for pain after revision.

Manufacturer narrative:
An event regarding pain involving an mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided for this reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Customer called and stated that he has had 2 stryker knee replacements. Customer reported that his doctor told him he could not have the hardware from the knee after the surgery because stryker had intervened. Customer wanted to know why stryker intervened. Customer also mentioned that his knee has been popping out of place. This is all of the information I was given. Customer was transferred to orthopaedics division. Update as per closed duplicate (B)(4): patient reported pain in right knee after revision surgery. Popping noise when you go to lock it in physical therapy. Has seen 5 doctors and still no outcome. Would like to know what alternative does patient has. Update as per patient (B)(6) 2016: patient's knee has been popping out. Patient would like to know if implants are part of recall. This pi is for pain after revision.